Event description:
Patient presented to the ER after complaining of heaviness of the chest and hypertension. Echoscopy indicated lead perforation and fluid in the pericardial space. A thoracotomy was performed and found that the lead tip had completely perforated the right ventricular wall. The lead was explanted. The patient was in stable condition after the event.

Manufacturer narrative:
No medwatch form was received.